Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in february 2010 and performed to specification up to the 28th july 2013. The device failed a self-test due to a low battery on the (B)(4) 2013 and remained in fault mode until the (B)(4) 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. On the 29th september 2015 the device records multiple manual power ups, mainly under 1 minute duration along with manual power ups containing nonsensical durations, this may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by initially turning the device off via the on/off button then by pulling the pad-pak to power off the device. No further log entries were recorded prior to receipt at heartsine. Investigation was unable to replicate the reported fault. There were no ten minute time outs recorded. The multiple manual power ups recorded would suggest the user intervened by turning the device off via the on/off button. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.